Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use in the severely calcified coronary artery. During the procedure, it was noted that the balloon ruptured in pinhole form. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the most probable cause for this complaint was considered adverse event related to patient condition. This code was selected as the most probable complaint cause based on the event description, the review conducted at the complaint investigation site and reported lesion characteristics (as severely calcified).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use in the severely calcified coronary artery. During the procedure, it was noted that the balloon ruptured in pinhole form. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.